Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's stimulation at the abdomen area was causing nausea to the patient. X-ray was taken and confirmed lead migration. The patient underwent a revision procedure. It was noted that the nausea was not device related. The patient was reportedly doing well post operatively.